Event description:
Report received from (B)(6) stating that the device had "noise when rotating with the cutter". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem was confirmed; the bearings and gears were observed to have damage that caused the reported noise. The internal components exhibited corrosion, likely due to exposure and/or immersion in saline, which is consistent with improper or ineffective cleaning of the attachment. If additional information becomes available a supplemental report will be submitted.